Event description:
Additional information received reported the cause of the previously noted high impedances and loss of stimulation was due to a fall in (B)(6) 2014. It was determined through x-ray that the lead had fractured. On the day of the call the patient was having a revision to replace the lead. The manufacturer representative further noted that there is an internal wire that goes into the electrodes, ¿the springy par¿, that came out and was currently left in the patient¿s body. They thought it was approximately 1.5 inches in length and the health care provider (hcp) determined it would do more harm than good to remove it so it was left in. The implantable neurostimulator (ins) was also being moved from the back to the front, however there was no alleged issue against the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was doing well since lead replacement. The manufacturer¿s representative (rep) was going to be sending the fractured lead back for analysis.

Event description:
It was reported that the patient was slowly losing electrodes. The manufacturer representative noted that it was like ¿all of the sudden the patient does not feel it¿. The patient saw their doctor about a month and a half prior to the report and electrodes 2 and 3 showed greater than 10,000 ohms for impedance. A manufacturer representative met with the patient about a month prior to the report and noted that electrodes 0 through 5 were all showing impedances greater than 10,000 ohms. The manufacturer representative thought the meeting was around (B)(6). There were no falls reported. The patient was getting good coverage and therapy with electrodes #6 and #7. The manufacturer representative saw the patient a couple of days prior to (B)(6) and the patient had lost another electrode. The physician was going to schedule a surgery to go in and look what the problem was. There was no surgery date set at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n397606, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Fdc updated due to further processing of event.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n397606, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n397606, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information received reported the lead was explanted on (B)(6) 2015. At the time of explant all 8 electrodes showed high impedances.

Manufacturer narrative:
Analysis of the lead, lot # va0lhey044, found all conductors were broken approximately 27.5cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.